Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. A cartridge change was performed resolving the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Suspected cause was due to having a basal rate that was too high and customer on dialysis. Customer consumed carbohydrates to address bg. No additional information was provided and the customer declined further troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.